Event description:
The customer reported intermittent communication errors. These errors will result in a system lock up or prevent the system from booting to a usable state. No pt or user injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The 5vdc power supply was evaluated and the voltage was optimized. The system was tested and found to be working as intended and put back into service.